Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-05234, 2017865-2020-05236, 2017865-2020-05237. It was reported that the patient has deceased. There was no allegation from a healthcare professional that the death was related to the biventricular pacemaker system. The cause of death was unknown.

Manufacturer narrative:
A partial lead was returned measuring 10.2 cm for patient death. Visual examination found no anomalies other than procedural damage. No conductor fractures or internal shorts were found.